Event description:
It was reported that during an implant procedure, the device set screw for the right ventricular port could not be engaged; the wrench would not catch. Other wrenches were tried, but the set screw issue persisted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data : model #/lot #. Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.